Manufacturer narrative:
Cmpl (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/30/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. The pediatric patient experienced a skin reaction with rash, inflammation, blisters, dry skin, and infection, extended beyond the patch perimeter, which occurred 10 days after the sensor had been inserted in the arm. Photos of the skin reaction in the complaint record were reviewed. The pictures show multiple small size blisters and pustules covering the area that was covered by the adhesive patch. The skin looks inflamed and on some picture¿s erythema is visible. It was confirmed that the skin reaction did not spread to other body parts. The patient was diagnosed with staphylococcus infection, and was prescribed oral antibiotics, flucloxacillin. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.